Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the driveline cable associated with (B)(6) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of (B)(6) service history record indicated that the device was previously serviced, and the repair action was verified. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed damage to a previous driveline sheath repair and new damage to the outer sheath beneath the previous repair. Additionally, visual evidence provided by the site revealed discoloration of the outer sheath and damage to the strain relief. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the conditions reported. The most likely root cause of the reported driveline sheath repair damage and the observed strain relief damage may be attributed, but not limited, to wear and/or the handling of the device. The most likely root cause of the reported driveline sheath damage and observed discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the ventricular assist device (vad) patient routine clinic visit, it was discovered that the driveline (dl) cable sheath was damaged after the strain relief during normal use. The old repair was worn out. The tape was removed and revealed the outer sheath was brittle and missed several parts, no total exposed wires. The strain relief was frayed at the end, dl cover was smooth and movable, and the connector was ok. A dl sheath repair was performed. The dl remains in use. No patient complications have been reported as a result of this event.